Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell from the shaft of a mcs instrument several times. The issue occurred while the surgeon was performing dissection. The mcs tip cover accessory was retrieved by an assistant. The mcs instrument had been in use for 2 hours prior to this event. The mcs tip cover accessory was properly installed with the installation tool and no part of the orange insulation was visible. No lubricants or a reducer were used. There had been no difficulty removing the instrument and the instrument's wrist was straightened upon removal. No additional procedure was performed to retrieve the mcs tip cover accessory. Additionally, no post-operative imaging was performed due to the fallen instrument accessory. The procedure was completed robotically.

Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Manufacturer narrative:
Device evaluation: the monopolar curved scissors (mcs) tip cover accessory was received for failure analysis. The mcs tip cover accessory could not be properly tested due to damage during the in-house cleaning process. Based on the investigation results, failure analysis could not verify the customer reported event.

Event description:
Refer to h11 for follow-up information.